Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient presented to the hospital with an artificial urinary sphincter (aus) that was not working as intended. Two weeks later, surgical intervention was performed to revise the aus and a crack was identified in the cuff connecting tube. The aus cuff was replaced. There were no patient complications reported.